Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5, used with an unknown handpiece, was not working. The lcsc5 continually would flat-line in tone and lock out. Another lcsc5 instrument was used to complete the case. There was no consequence to the pt. No furhter info available.